Event description:
Patient reported rupture as well as "experiencing silicone leakage. Implants making them sick due to inflammation. Been in hospital multiple times due to bowel inflammation. Had an ultrasound. Silicone in lymph nodes. Lymphangitis, arm swelling. Cellulitis twice in left leg". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.